Event description:
The iab was inserted into the pt on 5/29/98 at 6:30 p.m. The iab was removed on 6/4/98 at 12:00 a.m. The iab did not malfunction. Removal of the iab was required. The pt has a aortic dissection and an amputation. After the iab was removed, the pt was transferred to another hosp for repair of ascending aortic arch and expired on arrival. (Event complications: amputation /aortic dissection/death-) reported 7/28/98. (Pt's current status: expired-rpt'd 7/28/98.)